Event description:
A caller reported that there was damage to the pump housing specifically at the usb port and pins, which affected the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the damaged pump as a resolution.